Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a left anterior descending artery (lad). A 38 x 3.00 promus elite stent was deployed in the lad. Following deployment, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 12 x 3 promus elite was deployed proximally to the first stent, overlapping it, and covered the edge dissection. The procedure was successfully completed, and the patient was reported to be stable and fully recovered following the procedure.